Event description:
It was reported that the pump stopped all insulin delivery. There was no impact to the customer's blood glucose level. Reportedly, the pump had been dropped in water, two months prior to the reported event.

Manufacturer narrative:
No product returned for evaluation. Should new relevant information become available, a follow up supplemental report will be submitted.